Event description:
According to the reporter: multiple patients had redness and swelling around the suture sites. All patients returned and had the sutures removed and replaced with new sutures. There was no medical attention necessary or hospitalization required for any of the patients. All of the wounds healed properly.